Event description:
A customer reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple tries to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller on pressing the button correctly and assisted them in removing the pump from its case, which temporarily resolved the issue, but the button remained difficult to use. Consequently, a replacement pump was sent, and the customer was guided on transferring settings and connecting the cgm to the new device. Additionally, instructions were provided for returning the faulty pump to tandem.